Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose of 51mg/dl which was treated with food. Customer stated that they had blood glucose of 103mg/dl, had 90 carbs then had bolus then blood glucose dropped to 78mg/dl. Customer declined troubleshoot for low blood glucose. Customer¿s current blood glucose was 200mg/dl to 300mg/dl. Customer also experienced high blood glucose. Insulin pump will not be return for analysis.